Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a bd¿ multi-use nestable sharp collector, 8 qt hinge cap malfunctioned as "the temporary lids didn't close." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: evidence received no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR/ncmr review the DHR review process was not performed since the lot number is unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut for the same part number after of the corrective actions implementation #ca-rj001797. Investigation according to this investigation this failure mode is already known since previous complaints were received for the same condition throughout 2017 reason why a CAPA record # ca-rj001797 was opened to perform the investigation and to implement corrective actions. It was not confirmed if the defective product reported in this complaint arose from a lot manufactured after of the implementation of the corrective actions due to the lot number was unknown. Corrective actions were full implemented for batches manufactured from 2018 onwards. Root cause slot reference dimension was found greater (loose) than drawing specification. Corrective actions 1. Align steel as per drawing requirement 2. Create mold inserts to be replaced if needed, during preventive maintenance. Conclusion based on this investigation this failure mode was caused due worn out on the mold, the corrective actions were implemented and evaluated as effective.

Event description:
It was reported that during use a bd¿ multi-use nestable sharp collector, 8 qt hinge cap malfunctioned as "the temporary lids didn't close." There was no report of exposure, injury or medical intervention needed.